Event description:
While removing the catheter from the urethra, the catheter became stuck. When the nurse was called to the room ,they also tried to remove the foley, but it would not move either out of the patient or back into the bladder. Suspecting an undeflated retention balloon, the nurse tried to remove more fluid without success. The nurse then cut the foley to see if the fluid would drain out without success. Staff attempted removal but the catheter remained stuck in the urethra. Half of the deflated balloon was outside the patient's penis, so further attempts to deflate the balloon were made. When palpating the patient, a hard module was felt approximately 1 inch into the urethra. The urology service was called to remove the foley. Upon removal of the foley, it was discovered there was a raised ridge at the tip of the catheter. Since this event, there have six more occurrences of patient's with painful removal of these catheters and the same ridge noted at the tip of the catheter. Product description and codes for these identified products are the following: foley tray, advance tray, silicone, drainage bag, anti-reflux chamber, control-fit outlet tube, statlock foley stabilization device 897518 18fr. Foley tray advance tray, silicone, urine meter, control-fit outlet tube, statlock foley stabilization device 902416 16fr. Foley tray, advance tray, silicone, urine meter, control-fit outlet tube, statlock foley stabilization device 902418 18fr.